Event description:
Needle failed to retract and extra care was not exercised causing a needle stick injury.

Manufacturer narrative:
The sample is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)